Event description:
We received an allegation of questionable ise results for 1 patient's sample tested on a cobas pure c303 analyzer. Results for the sodium (na) test were affected. Initial result: 149 mmol/l. 1st repeat result: 140 mmol/l. 2nd repeat result: 141 mmol/l.

Manufacturer narrative:
The na electrode lot number was l1814 with an expiration date of 18-may-2024. Qc was performed and it was acceptable. The customer reported rare ise noise alarms. The cause of the event could not be determined. No further issues were reported.